Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: updated codes. Health effect-clinical code is captured by e2402. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated with an instrumentation from th11 to l1 with uss mis few years ago. On (B)(6) 2020 the instrumentation was continued from l2 to s1. On (B)(6) 2020 the patient fell while exiting the hospital bed. X-rays taken revealed that both expedium rods have been dislocated. Furthermore it was suspected that both expedium innies in s1 had come loose. The revision surgery was performed on (B)(6) 2020 and innies at l4/l5 and s1 were removed from both sides of the rods and replaced. The same rod was used. The 6.0 screws in s1 were replaced with 7.0 screws. It is unknown if 2x viper cfx 6,0, or 2x viper 6,0 have been removed. Patient outcome is reported as stable. Concomitant device reported: viper cfx 6.0 (part# unknown, lot# unknown, quantity 2); viper 6.0 (part# unknown, lot# unknown, quantity 2); single innie inserter (part# 279702000, lot# unknown, quantity unknown); single-inner setscrew (part # 179702000, lot # avcffh, quantity 2); single-inner setscrew (part # 179702000, lot # 257617, quantity 1); single-inner setscrew (part # 179702000, lot # unknown, quantity 2); expedium 5.5 ti z-rod 300mm (part # 179798300, lot # ti0884, quantity 1), rod (part # unknown, lot # unknown, quantity 1). This report is for one (1) single-inner setscrew. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the DHR of product code 186715000, lot avcffh, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on march 31, 2016. Qty. (B)(4). The DHR was electronically reviewed. Visual inspection: mis single inner setscw (part# 186715000, lot# avcffh, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the received device looks good without any damage. Device failure/ defect identified? No. Functional test: functional testing of the received device was not performed at cq as the complete construct and instruments were not returned. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: (micrometer: om141p) dimensional inspection of the received device was performed at cq. The outer diameter of the threaded part of the screw was intended to be measuring from 8.725mm to 8.775mm and it was measured to be 8.756mm which is within specification as per the drawing. Document/ specification review: the following drawing(s) was reviewed: -mis set screw. -single innie set screw. No design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for mis single inner setscw (part# 186715000, lot# avcffh, qty# (B)(4) as the reported loose condition cannot be replicated. A definitive root cause could not be determined for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.